Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: ¿ what is the lot number of each faulty device? Unknown, the device was discarded, and the lot is not traceable. ¿ did the vraas1 tips that experienced the quality issue come from a 3 pack of tips sold separately or a veraseal kit? Veraseal kit. ¿ if the faulty tips came within a veraseal please provide corresponding product code (vra02, vra04 or vra10) and lot number. Vra04it. ¿ is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? About 7/8 months more or less. ¿ how many times have they applied the laparoscopic tip? Every time they use veraseal ¿ was a sales representative present during the case when the issue was experienced?no. .¿ was any leakage or product solution observed at the luer locks connection? No. ¿ were there any unexpected outcomes or complications as a result of the event? No. ¿ are there pictures of the damaged devices available? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of each faulty device? Did the vstas1 tips that experienced the quality issue come from a 3 pack of tips sold separately or a veraseal kit? If the faulty tips came within a veraseal please provide corresponding product code (vra02, vra04 or vra10) and lot number. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged devices available? Event related to mw # 2210968-2022-09969. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The open airless spray accessory tip would not fasten to the fibrin sealant preparation device. The click, indicating the device hooked to the tip, was not heard. No adverse patient consequences were reported. Additional information was requested.